Manufacturer narrative:
As reported, the sorbafix device fasteners could not fixate the mesh to the peritoneum and were removed from the patient. As reported, adequate counter-pressure may not have been applied. The subject device was discarded by the user facility and not available for evaluation. Based on the information provided and not having the sample to evaluate, no conclusion can be made. However, it is possible that not applying adequate counter-pressure may have caused or contributed to the issue that presented. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 620 units released for distribution in (B)(6) 2021. The instructions-for-use (IFU) for the sorbafix fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately."

Event description:
As reported, during a laparoscopic umbilical hernia procedure on (B)(6) 2022, the surgeon attempted to fix a non-bard/davol mesh using the bard/davol sorbafix enhanced fixation device. As reported, about ten fasteners were fired and none of them fixated the mesh to the peritoneum. The loose fasteners were removed from the patient and the procedure was completed using sutures. As reported, the surgeon may not have applied adequate counter-pressure during use and the temperature indicator was not exposed prior to use. There was no reported patient injury.